Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the insulin pump had failed battery test alarm. The blood glucose was 367 mg/dl at the time of the incident. The customer also stated that, the insulin pump had blank display screen and unexpected battery start alarm and both were resolved by troubleshooting. Customer stated that she got a failed battery test, started about 4days ago right before going to doctor on tuesday. Customer declined high blood glucose troubleshooting and was going to go to the emergency room to supplies is pregnant. The customer treated high blood glucose with the manual injection. The device will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08760 inches. No blank display, audio/beep, unexpected restart error alarms or failed battery test alarms were noted. Unit was received with partially broken off piece of the reservoir tube lip, however the p-cap/reservoir locked properly.